Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that patient was having undesired stimulation and started to experienced uncomfortable leg restlessness at night. It was also noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.